Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine check, the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was not reproducible with isometric testing. The patient was stable and would be monitored.